Event description:
It was reported the patient was not receiving stimulation from the paddle lead. It was reported the lead had migrated to the left. The physician repositioned the lead on (B)(6) 2013. Follow up identified the patient was well and was receiving effective stimulation coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.